Event description:
The facility representative reported a device with a condition of depleted battery. This condition occurred during patient therapy. The event occurred in the patient,s room. Therapy was stopped for an unknown period of time according to the facility representative. The pump was swapped out. IV therapy drug was being infused. There was no patient injury , adverse event or medical intervention associated with this report. There was no other information available.

Manufacturer narrative:
(B) (4)(B) (4)

Event description:
The customer reported that their (B) (6) display monitor for the acuity central station was not working for an unknown reason. This resulted in a temporary inability to centrally monitor patients. There was no report of any patient harm as a result of the reported events. The customer did not provide any patients information.

Event description:
The customer reported a colleague infusion pump with an inoperable stop button on an unknown date. It is unknown where the event occurred. It is unknown if there is an adverse event, patient injury or medical intervention associated with this report. At this time there is no further complaint information available.

Manufacturer narrative:
The software version is 5.09.90, categorized as colleague 2006.

Event description:
The customer complained that the brake is not holding on the bed. The brake can be set, but will not hold.

Manufacturer narrative:
(B) (4). The device was received and evaluated by baxter. The reported condition of the inoperable stop key on the pumphead module keypad was not confirmed and could not be duplicated in the evaluation. It was found that the open key was found to be inoperable due to internal corrosion at the open key and traces on the pumphead module keypad flex cable. Upon completion of baxter's investigation, the device will be routed to our service department for appropriate repairs prior to being sent back to the customer.

Manufacturer narrative:
(B) (4). There is an ongoing CAPA investigation associated with this report, (B) (4). The pump has been returned back to baxter and an evaluation will be performed. A follow-up report will be submitted upon receipt of the evaluation results or if additional information becomes available.